Manufacturer narrative:
Reporter is a j&j sales representative. A product investigation was conducted. Visual inspection: the 130 deg aiming arm (p/n: 03.037.013, lot #: 9867352) was returned and received at us cq. Upon visual it was observed that the device was received assembled with aiming arm locking device (p/n: 03.037.015), buttress/compression nut (03.037.016), blade/screw guide sleeve (p/n: 03.037.017), helical blade/screw coupling screw (p/n: 03.037.026) and tfna helical blade inserter(part# 03.037.024). The connecting screw was missing from the device. No other issues were identified with the returned device. Functional test: an attempt to disassemble the returned devices was performed during the functional test but failed as all the returned devices except for the helical blade/screw coupling screw (p/n: 03.037.026) were jammed/seized. Dimensional inspection: there was conclusive evidence that the returned device was missing a component so the dimensional inspection was not performed. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the received condition of the device. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Investigation conclusion: the complaint condition is confirmed for the 130 deg aiming arm (p/n: 03.037.013, lot #: 9867352). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause for missing component could be due to device maintenance. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: part: 03.037.013, lot: 9867352, manufacturing site: (B)(4), release to warehouse date: 12. Apr. 2016, a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an unknown procedure, the part of the aiming arm failed when inserting an unknown helical blade. It is unknown if there was a surgical delay. It is unknown if the procedure was successfully completed. The patient outcome was unknown. During manufacturer's investigation of the returned device it was observed that the device was received assembled with aiming arm locking device, buttress/compression nut, blade/screw guide sleeve, helical blade/screw coupling screw and tfna helical blade inserter. The connecting screw was missing from the device. This product condition was revaluated and determined to be reportable on (B)(6) 2020. Concomitant devices reported: tfna helical blade (part # unknown, lot # unknown, quantity 1); aiming arm locking device (part# 03.037.015, lot# unknown, quantity 1); buttress/compression nut (part# 03.037.016, lot# 9804211, quantity 1); blade/screw guide sleeve (part # 03.037.017, lot #, quantity 1), helical blade/screw coupling screw (part # 03.037.026, lot # 9845837, quantity 1), tfna helical blade inserter (part # 03.037.024, lot # t133104, quantity 1); nail insertion handles: radiolucent (part # unknown, lot # unknown, quantity 1). This report is for one (1) 130 deg aiming arm. This is report 1 of 4 for (B)(4).